Event description:
It was reported to medtronic minimed that the customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1712b. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1712b was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked case at the battery compartment, broken belt clip rails, stained serial number label, cracked keypad overlay, detached retainer, cracked reservoir tube lip, end cap address label missing, corroded battery tube. Missing retainer ring noted and cosmetic damage at battery compartment was confirmed during analysis. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.